Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not syncing due to being offline. The technical support specialist (tss) dialed into the station and server and identified disconnected mode error on the station. Tss applied the knowledge article "how to create a station database backup" to complete the station data base backup, and the upload status confirmed that all transactions were queued and processed successfully. Tss performed a full synchronization to resolve the issue. The tss verified that disconnected mode no longer appears and communication between server and station are current. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es user indicated that the server was not communicating due to being powered off for over two weeks, which resulted in paxton services being disabled. The customer currently created temporary patients as a workaround. The user requested that all records be preserved when the database was rebuilt. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.